Event description:
It was reported that while in ICU after a routine carotid endarterectomy, the patient became unresponsive and ventric- ular fibrillation (vf) was seen. Review of the monitoring strips showed a paced beat on the t wave. Cardiopulmonary resuscitation commenced for about 90 seconds. The vf ceased spontaneously, dual chamber pacing resumed and the patient recovered. Interrogation of the pacemaker showed appropriate function. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer and maude event report number.